Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a dialysis catheter placement procedure, the plastic piece on the tunneler was sheared off. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement procedure, the plastic piece on the tunneler was sheared off. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm hemosplit d/l catheter and a protective sheath were returned for evaluation. Gross and microscopic visual evaluation were performed. The investigation is confirmed for the reported protective sheath fracture issue as the distal tip of the returned protective sheath was noted to have a longitudinal fracture. Under microscopic observation, the edges of the longitudinal fracture on the distal tip of the protective sheath was noted to be uneven and non-uniformed. Furthermore, during the sample evaluation deformation was noted throughout the sheath were considered to be an incidental findings since it was not related to the original reported event. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.